Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had symptoms of hemolysis with power spikes. The left ventricular diameter was unchanged with speed increase and aortic valve was opening every beat for the past few weeks. It was reported that the patient experienced a hypoxic episode and had a drop in blood pressure. The patient became unresponsive and unfortunately expired.